Event description:
It was reported that after a da vinci-assisted simple transvesical prostatectomy surgical procedure; the 8 mm 0-degree endoscope instrument had missing screws. The endoscope's rotating gears to base of camera head missing. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) found the endoscope had a missing screw and instrument camera adapter. A visual inspection found a hairline crack on the illumination of the button pack assembly. Additional cosmetic damage was found on the endoscope housing. The housing shell exhibited laser marking fading and/or removed. Root cause is attributed to manufacturing.